Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and after puncturing the right inguinal region, the physician commented that there seemed to be relatively much reverse blood at the side port branch near the hemostatic valve. There was no catheter inserted in the sheath, and there was no defect of the hemostatic valve. When the catheter was inserted into the sheath, the reverse blood decreased. Although continuous reflux was not performed through the side port, flushing was performed as appropriate. No air entered the patient. The problem was resolved after the catheter was inserted. The procedure was completed without any problems. No patient consequences were reported.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000378 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).